Manufacturer narrative:
Product analysis: it was determined at analysis the stylus tip was cracked and not working. Multiple link electronic module (lem) related error codes were found in the log file. Software reconfiguration was performed to eliminate possible software issues. Cord bay latches were worn. Handle update was required. Stylus was replaced, lem board was replaced, cord bay was replaced. Connector touch screen was cleaned and re-seated. Touchscreen was calibrated according to appropriate procedures. Passed electrical safety tests and all final functional system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.